Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation.any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False positive result(s). The test showed a clear positive red line on "a", but at the doctor's office I tested negative for flu a and b. "That's a false positive" according to the doctor and a waste of $24. From me. Don't waste your money. Est was invalid. I followed the directions exactly! What a waste of money!